Event description:
It was stated that the customer passed away after experiencing cardiac arrest. The customer was wearing the insulin pump prior to death, and had been experiencing difficulty keeping her blood glucose levels under control. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.